Event description:
It was reported that the patient complained that the renasys device alarm was sounding and could not troubleshoot and also had an issue with the carry strap. The next day the patient called for help and was able to troubleshoot the alarm successfully, however, the patient also complained about the renasys strap being poorly made. She said that when she had the 800ml canister on, and was carrying the device and when she leaned over the strap it came detached and the device fell on her toe and broke it. It is unknown how the procedure was completed and if there was a delay.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation following a review of all information provided we have not been able to establish a relationship between the reported events or determine a root cause, medical review concluded, the future impact to the patient beyond the reported broken toe cannot be determined. Probable causes, include ensuring soft port and accessories are connected as instructed, and to ensure that the carry straps are fully secure prior to using, the IFU reviewed contains comprehensive instructions for the safe operation and use. The associated risk files contain details relating to harm, the clinical review has not established a causal link. Additional rmr is not required. No batch/lot number has been provided, therefore a review of the device history has not been possible, complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range (B)(4).